Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device also displayed an e2 and e6 error. It was also observed that the device had a bad flex circuit. The device showed signs of damage which was indicative of damage caused by immersion during cleaning, which was failure to follow directions for use. Therefore, the reported condition was confirmed. It was determined that all of the observed conditions were due to immersion during cleaning. The assignable root cause was determined to be due to misuse / abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had an e2 error code. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.